Manufacturer narrative:
Additional information: patient age, ID and gender provided.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was caused by the closed door switch needing adjusting. The medtronic representative adjusted the closed door switch. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the pendant was stating that the door was open even though is was closed. Additionally, there were no leds on the gantry. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.